Event description:
A pixel issue on a pump display was reported by a customer, affecting their ability to use and read the screen. There was no reported impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump, which was confirmed to be within warranty. The customer was informed about the replacement, provided with instructions for returning the malfunctioning pump, and arrangements were made to ship the replacement pump. The customer chose not to disclose their backup insulin delivery method during the transition.